Manufacturer narrative:
Device not returned. No evaluation will be performed. No results available since no evaluation performed. No conclusion can be drawn.

Event description:
On (B)(6) 2012, a patient's spouse called to report that his/her spouse was diagnosed and treated for a corneal ulcer in the right eye (od) while wearing acuvue advance plus brand contact lenses. The patient reported experiencing "excruciating pain" immediately upon inserting a new contact lens in the od. The patient reported that the od felt like it had needles in the eye and that the patient could only see shadows after the contact lens was removed. The next day, on (B)(6) 2012, the patient presented to his/her eye care professional (ecp). On (B)(6) 2012, the ecp confirmed that the patient presented on (B)(6) 2012, with c/o severe pain and photophobia od. The ecp noted a raised paracentral ulcer od around 4-5 o'clock od, va counting fingers od and va 20/50 os (left eye) without correction. The patient was immediately referred to an ophthalmologist "for treatment with fortified antibiotics." On (B)(6) 2013, additional information was received from the treating ophthalmologist. The chart indicates that the patient presented on (B)(6) 2012, as a referral from the patient's primary ecp for evaluation of neovascularization of the od. The patient stated that it started about 2 days ago and it affects both near and far vision. The symptom is constant. The patient also c/o photophobia and extreme pain od. "Wears cl's. Sleeps in cl's." Va without correction od 20/150; os 20/40. Sle: od: 1+ edema and erythema, 4+ injection, large corneal ulcer 6x6 mm. Ac deep and formed, poor views. Os: conjunctiva white and quiet. Cornea superior pannus, no epi defects. Impression: central corneal ulcer od, contact lens related. Sleeps in soft contact lenses. At's (artificial tears). A culture was taken od. "Fortified vanc/tob: written and called rx. Will use q 30 minute alternating." Will see tomorrow. "Emphasized importance of compliance, otherwise risk loss of eye or vision. Gave rx for gent ung as well. Recommend using drops around the clock, but ung if needs some sleep." A f/u (B)(6) 2012: patient reports that the condition is improving. Using fortified vanc/tob q 30 minutes alternating. Patient states that the od is not quite as light sensitive today but still painful. Meds: at's. Va with correction: od: hm (hand motion). Os: 20/40. Sle: od: 3+ injection. Fourx5 mm ulcer with staining. "Some improvement with topical fort. Antibx. Ac: poor view. Plan: "on fortified vanc/gent-some gross improvement in ulcer. Will continue q hour topicals. Gent ung if needs to sleep a little. F/u tomorrow; patient can come on (B)(4) 2012- will see in morning, call any problems." F/u (B)(6) 2012: patient c/o condition as painful and that the symptoms are a little better but not much better than friday. Patient states using drops every hour and waking up on and off to put them in while sleeping. Meds: fortified tobramycin 1gtt q1h, at's, gentamycin ointment 0.3% hs. Va od with correction: hm. Ac: deep and quiet. Os: cornea normal endothelial, epithelial, stroma and tear film. Impression: corneal ulcer od. Awaiting culture results. Plan: "on fortified vanc/tobra q 1hr. Patient still putting cl in od for pain control. Long 4+ discussion regarding loss of vision/eye. Add cyclogyl 1% bid od. High likelihood of needing pkp od in the future. Plan subtenons gent today. Add doxy 100 mg qhs and vitamin c 1000mg. Culture results pending. Gram and koh negative today. Plan rescrape today to r/o fungus. Specimen sent. Add voriconazole and amphotericin q1hr. Long 4+ discussion regarding loss of vision/eye. Cont. Cyclogel 1% bid od." Cultures pending. Rtc in 2 days. F/u (B)(6) 2012: patient c/o light sensitivity, pain, tearing, burning and headache. Meds: at's fortified vancomycin and tobramycin each q1hr od. Gentamycin ointment hs od. Va: od without correction hm. Va os with correction 20/20. Sle: od 2+ injection. Ulcer od improving. Two + cell and flare. Plan: "decrease fortified vanc/tobra- q4hrs. Cont. Vori and ampho q2hr. Continue cyclogel 1% bid od. High likelihood of needing pkp od in future. Vitamin c 1000mg." Rtc in 5 days. F/u (B)(6) 2013: patient c/o: symptom is constant. The condition is not any better. Patient c/o pain and photophobia. Denies headaches. Meds: gentamycin 0.3% ointment hs, at's od. Va od without correction: hm. Sle: 3+ injection. Ulcer central. Ac 2+ cells. Plan: "cultures showing pseudomonas, increase fortified vanc/tobra- q2hrs. Decrease vori and ampho qid hr. Cont. Cyclogel 1% bid od. High likelihood of needing pkp od in future. Vitamin c 1000mg. - worsening. Patient ran out of vanc/tobra 2 days ago. Stressed compliance. Add vigamox q2hrs od." Rtc in 2 days. F/u (B)(6) 2013: patient c/o: the symptom is constant. The condition is severe. Patient denies change in vision. Va od without correction hm. Va os with correction 20/20. Sle: conjunctiva white and quiet ou. Od: cornea large central ulcer 4.5 mm od. Ac 2+ cells od. Os: normal endothelial, epithelial, stroma and tear film. Ac: deep and quiet. The od was "dilated with mydriacyl 1% and neo 2.5%." Plan: "cultures showing pseudomonas. Continued fortified vanc/tobra- q2hrs, vori and ampho qid hr, cyclogel 1% bid od and vigamox q2hrs od. High likelihood of needing pkp od in the future. Continue vitamin c 1000mg. Stressed compliance of ocular meds. Continue vigamox qid od. Subtenons gent given again today. Rtc next mon." F/u (B)(6) 2013: patient c/o "the symptom is constant. It occurs with no pattern. The condition is severe. No improvement in condition since last visit. Active sinus infection, extreme photophobia, tearing and pain. Slight va improvement. Patient hasn't slept in 3 weeks!" Meds: at's gentamycin 0.3% eye ointment od hs, vigamox 0.5% drops 1 gtt q2hrs od. Va od without correction cf. Va os without correction 20/20-2. Sle od: 2-3+ injection. Central corneal ulcer much debris in tear film. Ac deep and quiet. Os: debris on contact lens. Plan: "cultures show pseudomonas. Decrease fortified vanc to qid. Continue tobra-q2hrs, d/c vori and d/c ampho, and continue vigamox q2hrs od. High likelihood of needing pkp od in future. Continue cyclogel tid od. Continue vitamin c 1000mg. Stressed compliance of ocular meds. Given augmentin 1 tab bid po (for sinus infection)." Rtc in 3-4 days. No additional information is available at this time. The product in question has been discarded and is not available for evaluation. A lot history was requested; the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00bml7 was produced under normal conditions. No further investigation can be conducted at this time. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.